Manufacturer narrative:
(B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11: additional narrative: d4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This complaint is from a data use agreement (dua). The dua summarizes 14 patients that were implanted with 3.5/4.5 mm va-lcp periprosthetic proximal femur plating system. Implantation was between (B)(6) 2024 at (B)(6) health systems. Patient number 10 (56-year-old female) - history of ddd, ankle arthritis, lumbar radiculopathy & spondylosis. Implants were placed due to proximal femur periprosthetic fracture. Post-op complication for post-op wound infection and dehiscence. This is related to the procedure. Treatment included surgical intervention and antibiotics. The patient reported using the distal spanning attaching plate (dsap) with the depuy curve condylar periarticular plate for a proximal femur periprosthetic fracture. The dsap was not designed for usage with this particular plate; thus, this case was considered off-label.